Event description:
The customer reported that insulin pump alarmed and insulin squirted out during the manual prime. The caller stated that the insulin began to exit earlier than expected. Troubleshooting was performed. The customer stated that he has been sick and his blood glucose was unknown. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the alarm.